Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708360, implanted: (B)(6) 2006, product type: extension. Product ID 3998, lot# v291951, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that they met with the patient on the day of the report and they device was likely to be replaced soon. The patient had just lost therapy one week ago, (B)(6) 2015. However, the implant date was on (B)(6) 2006 and the implantable neurostimulator (ins) lasted months longer than years. The ins was charged for 20 minutes and then the rep interrogated the ins and saw that there were no signs of the ins being on in the past month on the therapy calendar, since 2012 the ins had only been used 222 hours, and all contacts associated with contact 8 showed greater than 3,600 ohms. The device showed end of service (eos). The patient noted having a good overall experience with the stimulation and the therapy was great. The rep was unsure why the patient reported having stimulation recently but not having information reflected on the clinician programmer calendar. On (B)(6) 2015 it was reported that the patient was scheduled for a replacement for friday. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: failed back surgery syndrome